Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received five insulin flow blocked alarms. Customer reported that prior to the phone call, they had visited a clinic regarding the same issue. Customer blood glucose level at the time of the incident was 33.3 mmol/l. Customer reported that he was hospitalized with an episode of diabetic ketoacidosis. Customer was able to troubleshoot during the call. Customer disconnected at the quick release and attempted to perform a fill cannula. Customer reported that insulin exited. Customer reported that the infusion set cannula was bent upon removal. The infusion set was expected to be returned. No troubleshooting was done for the elevated blood glucose level.